Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion the left mid distal superficial femoral artery, following successful use of 2 previous in.pact admirals (6x120) to treat the distal and mid sfa. Csi (orbital atherectomy) was used for initial treatment. The lesion exhibited plaque, diffuse disease throughout and moderate calcification. The device was inspected and prepped prior to use with no issues noted. The device was been used with a 6f sheath and a v18 guidewire (physician elected to use through 6f vs7f). With antegrade access no excessive force was used during delivery however slight force was used in order to advance the device through the sheath as resistance was noted advancing the device into sheath. This had not been experienced with the previous two balloons used successfully. The physician removed balloon catheter, (some resistance was noted) and noted shaft was kinked and "it¿s broken", i.e. Fractured/cracked (the device never detached or broke into more than one piece). The balloon successfully removed as a single unit from patient, and no intervention was required. The lesion treatment was completed with a 6 x80 in.pact admiral as all 6x120's had been used. The same sheath was used with the replacement device. No patient injury or clinical sequelae reported for this event.